Event description:
It was reported that decreased sensing was observed. The patient had been lost to follow-up. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Initial reporter occupation: hospital personnel.